Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer had been hospitalized four times since 2008. The customer reported having had high blood glucose levels of 790 mg/dl during the last hospitalization. The customer also reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. Troubleshooting was done. No additional information is provided.